Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was not feeling stimulation while therapy was on. The patient experienced loss of therapy. The patient reported that his representative gave patient a controller and she thought it was like the one he gave the patient for the trial but she just opened it two days ago ((B)(6) 2016) "that it started to gush again and was using more pads". The patient tried to use the controller but did not know how to use it, and it was working so well before that". Patient reported no falls or trauma. Patient stated that she was on 1.3, and stim was on. She increased to 1.5v and felt comfortable stimulation. Additional information reported a day later that patient was calling to increase her stimulation with the patient programmer. The patient services walked patient through how to use her patient programmer and patient stated she was on program 3 @ 1.5v with no lightning bolt. The patient stated during the night (2-3 a.m.) She using more pads and when she stood up she was gushing. Patient stated before she went to bed she was doing review with her patient programmer and may have accidentally pushed something and turned herself off she doesn't know. The patient decreased her setting down from 1.5v to 0.0v before turning the stimulation on and then increasing back up. Patient then increased her setting back up to 1.5v on program 3 and issue was resolved of adjusting her setting. The patient's indicators were for bowel dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.